Event description:
This complaint has been reviewed and it has been determined that the device was returned to the third party service center and visible foam degradation was observed in device.there was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.